Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced sweating and was not responsive. The patient´s daughter and wife tried to give the patient orange juice, but the patient passed out. An ambulance was called, around 05:00am. When the paramedics took a fingerstick, the cgm reading was 70 mg/dl, and the blood glucose reading was 34 mg/dl. The patient was treated with unspecified intravenous d50 dextrose. The patient recovered at home and was not brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.